Event description:
Call received from (B)(6) hospital requesting for a representative to take a look at pt's insulin pump. Name of representative was given after verifying pt's info. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).